Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a patient contacted insulet customer support and reported hospitalization while wearing a pod on the skin for an unknown duration of use and a continuous glucose monitoring sensor. The patient alleged blood glucose levels greater than 700 mg/dl at the time medical attention was sought. The patient attributed the hospitalization to issues with the sensor and stated dissatisfaction during the call. The patient ended the call before additional information could be confirmed. Multiple attempts to reach out to the patient for additional information were unsuccessful. A supplemental report will be provided if additional information becomes available. Dexcom was notified of the event on 01 april 2026.